Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2009. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating properly, making it impossible to achieve a full erection. The patient underwent an ultrasound examination, when it was found that the reservoir was empty [leak]. The doctor decided to review the implant on (B)(6) 2024 when all components were replaced. The new prosthesis is currently functional, and the patient is satisfied. No harm to the patient was reported.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received an inflatable penile prosthesis implant on (B)(6) 2009. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating properly, making it impossible to achieve a full erection. The patient underwent an ultrasound examination, when it was found that the reservoir was empty [leak]. The doctor decided to review the implant on (B)(6) 2024 when all components were replaced. The new prosthesis is currently functional, and the patient is satisfied. No harm to the patient was reported.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the longer exhaust tube of the pump near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Partial separations, surrounded by abrasion, were noted on both exhaust tubes of the cylinders. These were not sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tube at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.